Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: a review of the black box and alarm history did not show any evidence of call service 064 alarms. Multiple consecutive call service 087 alarms were observed on (B)(6) 2016. The pump emitted a call service 069 alarm at power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additional testing for the alleged call service 064 alarm could not be completed due to the call service 069 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.